Event description:
It was reported via service reported that the bed had reduced brake force due to a damaged caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.